Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
The patient underwent a planned robotic video-assisted thoracoscopic (vats) convergent procedure with left atrial appendage exclusion. After three ablations near the left inferior pulmonary vein, a slight increase in esophageal temperature was observed, and the team paused while awaiting temperature reduction. During this time, the patient developed spontaneous ventricular tachycardia/ventricular fibrillation, requiring defibrillation and cardiopulmonary resuscitation. The procedure was aborted, and the patient was transferred to the intensive care unit intubated. There is no reported device malfunction, and this adverse event was the result of a procedural complication.